Event description:
It was reported that the patient presented in the emergency room experiencing chest discomfort. It was noted that the left ventricular lead was not capturing. The lead was reprogrammed and the patient was discharged.